Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The lesion location and lesion characteristics are unknown. As the physician attempted to place the 16x90/9fr wallstent endoprosthesis with unistep plus delivery system in the lesion, the wallstent "slipped in the placement". It was noted that the stent edges flared. The physician completed the procedure with this device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).